Event description:
The family member found pt passed out. Family member immediately tested pt's blood glucose on the suspect device and obtained a result of 117 mg/dl. Family member repeat the test about fifteen minutes later and the reading was 217 mg/dl. Pt was taken to the hospital by an ambulance and their glucose was 20 mg/dl about an hour later. Pt was treated with a dextrose IV. Controls were not run on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.